Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the instrument broken at the proximal clevis to main tube interface resulting in the clevis to become dislodged from main tube. The clevis is intact, however, the main tube interface wall has collapsed, possibly due to overloading at the tip. One grip is bent slightly and one conductor wire is broken at the yaw pulley exit. Electrical continuity failed. Engineering also observed the main tube to have a couple of sections with deep scratches and scraping. Damage occurs from the midpoint to the distal end of the tube. Material has been removed from the tube. Engineering concluded that damage is possibly caused by a defective cannula. No other damage found.

Event description:
It was reported that after sterilization of the precise bipolar pyramid tip forceps instrument it was observed that the tip of the instrument was bent. No additional information was provided. No pt harm, adverse outcome or injury was reported.